Manufacturer narrative:
It was clarified that pacer detection was not set to on during the event and that no further information regarding the event is available. The biomed requested information regarding how the device works with a paced patient while pacer detection is off. Note that there is no indication a device malfunction occurred during this event. The instructions for use (IFU) provides detailed information regarding monitoring of paced patients including the following warning regarding the pacer detection setting: warning - make sure pacer detection is deactivated for patients without pacemakers. Make sure it is activated for patients with pacemakers. Deactivating pacer detection for paced patients may result in pacemaker pulses being counted as regular qrs complexes, which could prevent an asystole alarm from being detected. Always verify that the pacer detection status is correct for the patient. Be aware that setting the ECG filter option to esu deactivates pacemaker detection automatically. Warning - always keep pacemaker patients under close surveillance and monitor their vital signs carefully. The device remains in use at the customer site. The serial number of the involved device was not known.

Event description:
On 19 nov 2021 a complaint was received where it was reported that the m540 did not provide an asystole alarm on a paced patient. The incident occurred a long time ago. It is no longer possible to trace which m540 was used for which patient and which user was on site. It is also not known whether the pacer detection was really switched on or not. On 10 dec 2021 new information was provided noting that the involved patient died. However, there was no report of an allegation that the device behavior played a factor in the patient outcome.